Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead noise. Boston scientific representative stated that the noise was over sensed and inhibited pacing. Subsequently a new rv lead was successfully implanted. No additional adverse patient effects were reported.